Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported the string broke off of a tampon and she had to manually remove the tampon pledget from her vaginal cavity. She did not seek medical attention and did not experience any adverse health effects.